Event description:
During a coronary stent procedure, stent damage was noted. The physician had pre dilated the lesion in the rca. He then attempted to advance the express2 4.0 x 24 mm stent across the lesion, but was unable to do so. When the physician removed the stent, he noted damage to the stent. No patient injuries or complications were reported.